Event description:
It was reported that when the patient woke up last night the felt off and felt the same this morning. Patient went to charge implant and noticed that the implanted neurostimulator battery was off and when tried to turn it back on, received the message that communicator is not found. When asked, patient said hasn't had any medical tests or procedures and hasn't noticed any changes in symptoms however said that woke up in the night and didn't feel normal. Patient said that that they did recharge the implant this morning. With instruction, patient reset the communicator and then connected to implant and turned therapy on. Reviewed general use of communicator. The troubleshooting steps that were taken on the call resolved the issue. .

Manufacturer narrative:
Continuation of d10: product ID tm91d0 (serial: (B)(6)); implant date n/a; explant date n/a, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.